Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. The probe was returned along with all packaging. Based upon the returned probe/packaging, the complaint investigation is confirmed for device markings issue as the product did not match the labeling. The root cause for this event was determined to be manufacturing related. Based on the image review, the device markings issue is inconclusive. However, as the probe was received for evaluation in addition to the labeling, it is confirmed that the probe that was sent to the customer was a 10g probe instead of a 12g probe. In addition, a sales report was pulled and identified that the customer has not ordered a 10g probe within the last 12 month. The current encor biopsy probe instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an ultrasound breast biopsy procedure, upon attempting to insert the probe into the coaxial, it was noted that the probe was of a different size as indicated on the label. Another probe was used to complete the procedure with no further issues. There was no patient involvement.